Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm with the helix retracted and clogged with blood/tissue. Visual examination found the inner coil near the connector to be over-torqued due to procedural damage. X-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly, the helix could retract and extend within specification. The reported events of dislodgement, oversensing, decreased sensing, and high capture thresholds were not confirmed.

Manufacturer narrative:
Should have included pacing inhibition as a result of the far-p oversensing.

Event description:
Information received notes the far p-wave oversensing on the right ventricular lead led to pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited far p-wave oversensing, high capture thresholds, and reduced r-wave amplitudes. Fluoroscopy performed on (B)(6) 2019 revealed right ventricular lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.